Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported failure mode. The instrument was placed on the in-house da vinci robot system and it was driven with no problem. Instrument passed recognition and engagement test. The pogo pins did not stick and were not contaminated. Additional observations not reported by site were bipolar pin bent and main tube damage. The top pin was found to be loose and bent downward towards the bottom pin. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si gynecology procedure, the maryland bipolar instrument was not recognized by the da vinci robot system. No patient harm, adverse outcome or injury was reported.